Event description:
Cryoablation procedure was performed on patient in (B)(6) 2011. In (B)(4) 2012, the physician notified medtronic that the patient had a total occlusion of the livp and was being treated for persistent dyspnea.

Manufacturer narrative:
The device was not returned for investigation. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.